Event description:
It was initially reported difficulty was encountered test firing this biopsy needle, during preparation for a biopsy procedure. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. Upon eval of this device a burr was noted. The device has been rec'd, evaluated and retained by this MFR. The engineering eval indicated the distal tip of the cannula was burred in an outward direction. This device exhibited good function during cycle testing. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.